Event description:
During review of programming history, it was noted that an interrupted system diagnostic test occurred that caused an unintended change in device settings. The magnet on time was not corrected at the time of the event. No adverse events have been reported as a result of this.

Manufacturer narrative:
Analysis of programming history.